Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during use on patient, the catheter broke and became embedded in the patient's tissue. An incision was made to remove the broken catheter. Additionally, the guidewire did not detach smoothly." Additional information received states "after advancing the slider, it could not be pulled when attempted resistance was encountered". Further report received states "the patients tissue was incised to remove the broken catheter, but condition remains stable." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00297.

Manufacturer narrative:
(B)(4) the customer provided two images for analysis. The complaint of a kinked guidewire and swg/needle resistance was confirmed by the images. Photo one shows the catheter separated into two pieces with biological material along the extrusion. Photo 2 shows the needle and spring wire guide/tube with obvious damage to the guidewire. The customer also returned one catheter, needle, and spring wire guide/tube for analysis. Signs of use in the form of biological material were observed on the sample. Visual analysis revealed that the coil wire of the guidewire was completely deployed through the needle cannula. The guidewire was unraveled, came out of its tubing, and kinking was observed throughout the body. Microscopic examination confirmed the damage and revealed that the guidewire coils were offset adjacent to the needle bevel. No obvious damage was observed to the needle cannula. Based on the appearance of the damage, the guidewire was likely fully deployed. Kinks in the guidewire were measured at 17mm, 19mm, and 97mm from the proximal end. The core wire total length measured 4 9/16", which is within the specification limits of 4 7/16" - 4 11/16" per the guidewire with handle product drawing. The guidewire outer diameter measured 0.39mm, which is within the specification limits of 0.381mm - 0.404mm per the guidewire product drawing. The cannula outer diameter measured 0.0250", which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. Functional inspection of the needle was performed per the IFU, which instructs the user, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire. Handle." A lab inventory guidewire of the same diameter as provided in the kit, measuring 0.0155", was advanced through the needle, and it was able to pass with little to no resistance. A manual tug test confirmed that the distal weld was secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guidewire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guidewire was fully advanced through the needle cannula. It unraveled and was exposed from the guidewire tubing. Three major kinks were observed throughout the body, and the coils were offset near the distal weld, which could prevent a guidewire from deploying. Despite the damage, the guidewire met all relevant dimensional requirements, and a device history record review, based on a potential lot from sales history, did not reveal any relevant findings to suggest a manufacturing issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during use on patient, the catheter broke and became embedded in the patient's tissue. An incision was made to remove the broken catheter. Additionally, the guidewire did not detach smoothly." Additional information received states "after advancing the slider, it could not be pulled when attempted resistance was encountered". Further report received states "the patients tissue was incised to remove the broken catheter, but condition remains stable." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00304 and 9680794-2025-00297.